Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed low out-of-range shocking lead impedance measurement for the right ventricular (rv) lead that was detected via the patient¿s remote monitoring system. Additional information was received indicating that there was no intervention performed and the patient would continue to be monitored. The device remains in service. No adverse patient effects were reported.